Event description:
It was reported to boston scientific (bsc) in 2007 that a customer encountered problems during use of a detachable coil. According to the customer: "the coil was placed inside the aneurysm located in the internal carotid artery. The physician was trying to reposition the coil before detachment when he noticed that it had stretched. The coil got entangled with the stent during repositioning of the coil. The physician retrieved as much of the coil as possible. It was not determined if coil has been left behind and if so, whether it is contained inside the aneurysm or hanging off the stent. The patient will need further intervention to finish coiling of the aneurysm." It was reported that the patient was "doing well the day after the procedure", and patient's status has been reported as "fine".